Manufacturer narrative:
One cassette was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that during the use of the product, the customer noticed the connector was slightly deformed. There was no patient injury reported..

Manufacturer narrative:
Other, other text: additional information h6, h10, updated d4 catalog number. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received before use, with its original packaging open, decontaminated and inside in a plastic bag. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination to detect condition reported. The visual inspection confirmed the complaint, there was a deformation with the female luer. The root cause of the issue was the female luer was received deformed from the supplier and was not detected during assembly process. A corrective and preventative action was opened at the supplier to address the reported issue. Action was implemented after manufacturing date on reported device.